Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/07/2017 with the following findings: the pump¿s black box data history could not be downloaded due to internal moisture damage in the pump. There were multiple call service 052, 054 and 012 alarms observed at the end of the black box. During visual inspection of the pump, there was corrosion observed in the display. During testing, the pump powered up with audible and vibratory features to a blank display screen. The pump¿s cover was removed and there was moisture damage found on the printed circuit board. The initial "power" complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program and due to the blank display screen related to moisture in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.